Manufacturer narrative:
At this time no conclusions can be made. The patient is making a claim for wrongful death against the flat mesh. The patient's attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. However, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of a bard/davol flat mesh on (B)(6) 2007. As reported, the patient is making a claim for wrongful death against the flat mesh. Despite diligent investigation by plaintiff into the cause of plaintiff¿s injuries, including consultations with plaintiff¿s medical providers, the nature of plaintiff¿s injuries and damages, and their relationship to the product was not discovered, and through reasonable care and diligence could not have been discovered. As reported, the attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient and the device was defective.